Event description:
The physician performed pre-dilatation and deployed the stent delivery system. Then the physician removed the stent delivery system and inserted the ivus device. The physician removed the stent delivery and attempted to aspirate the vessel and noticed that the occlusion balloon had deflated unexpectedly.